Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump touch screen was unresponsive and that a malfunction alarm occurred. A replacement pump was sent to the customer to resolve the issues. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unexpected shutdown issue was verified; however the malfunction 0 and touchscreen unresponsive issue could not be verified due to a malfunction 1 issue being identified.